Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three handles.visual inspection of internal components revealed sheared teeth on all firing racks. Functionally the instruments were successfully loaded with loading units. During the firing cycles, skips were audible in the firing strokes. Access holes were cut into the instrument bodies for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was unable to fire, handle could not be squeezed, 4th reload had a poor staple formation. For 5th reload, the reinforced material also broke, leading to an incomplete staple line, jaws off the device locked on tissue and was resolved with scissors. A new handle and reload were used in order to complete the case. No patient injury.